Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tires of an ak 98 machine were locked during preparation and the device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection was performed, and the machine wheels were observed to be damaged. A service history review was performed and found that the device has been serviced within the last twelve (12) months for the same issue of broken wheel. The issue was resolved by adjusting a bent wheel on the misaligned machine base. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be the damaged wheels. The wheels required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.